Event description:
It was reported that the patient had a cardiac ablation the day of this report and stimulation was turned off for this, but then could not get stimulation back on using the patient programmer (pp). Per the healthcare provider (hcp), the screen appeared as though the device had not been activated. Additional information received reported charging more than expected. The implantable neurostimulator (ins) battery had been close to full before he had cryoablation and rf ablation. The battery was depleted the day after the procedure and he could not turn stimulation on. Follow-up determined that the manufacturer representative (rep) met with the patient the morning of (B)(6) 2015 because the patient had reported not being able to recharge the night before. The ins was interrogated and it showed a full battery. Stimulation was turned on and he had normal coverage. The pp and recharger were both working fine. It was noted that the leads were implanted subcutaneous for peripheral field stimulation and there were several electrodes with high impedances on one lead. The patient reported that his stimulation pattern was the same and he was happy with it. No further follow-up was required as the battery was noted to full, the ins was on, and the patient was receiving adequate therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# v016736, implanted: (B)(6) 2007, product type: lead. Product ID: 377745, lot# v016647, implanted: (B)(6) 2007, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).